Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported implant rupture. Ultrasound has been performed. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, two openings in the posterior side assessed as unidentified (tear) opening. (Shell thickness was within specification) additional observations ¿ no other observation observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side implant rupture. Device has been explanted and replaced with a non-allergan device.